Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion is located in a moderately tortuous and severely calcified proximal to mid-right coronary artery. A 10mm x 2.50mm wolverine cutting balloon was used for treatment. During the procedure, upon third inflation the balloon ruptured at 12atm. The device was removed without problem using the normal method. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.